Event description:
It was reported that an unspecified access set that was spiked to a viaflex bag was leaking. During examination, it was stated that the spike was slightly caught on the side of the port. This issue was observed during patient infusion with a narcotic drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: during follow up, it was determined that the affected product was a ICU medical set (non-baxter). Therefore, there is no allegation against the unspecified access set. Should additional relevant information become available, a supplemental report will be submitted.